Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was admitted to the hospital after feeling weakness in their thighs and knees. Factors that may have contributed to the reported issue was the patient did not recharge their device. No diagnostics or troubleshooting was performed at this time, but it was discussed recharging the patient¿s device. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous codes no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting it was determined by the physician that the patient's weakness in their thighs and knees was unrelated to their stimulator or recharging. That being said the rep stated that the recharging issue had been resolved. The cause of the weakness in the patient's thighs and knees was deemed a result of a preexisting condition (unknown to the manufacturer). It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable events